Manufacturer narrative:
B5: it was further reported, a crack was observed on the return line near the screwed connector. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided photograph, the return line was observed to have a hole at the level of the screwed connector. The reported condition was verified. The cause of the event was due to a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the priming of a prismaflex m150, an external fluid leak was observed. There was no patient involvement. No additional information is available.